Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive results generated on the alinity I processing module for the following assays: alinity I anti-hcv and. The following data was provided: anti hcv 1610 samples processed, and six samples were repeat reactive. The customer stated that there were some repeat reactive results that were nonreactive with a confirmatory test. There were no specific individual results, comparison results or specific discrepant results provided. No impact to patient management was reported.

Manufacturer narrative:
Service was dispatched and performed extensive troubleshooting to resolve the issue. The valve, manifold, dispense 2 way was determined to be the cause for the false reactive results. The issue was considered resolved with the replacement of the valve, manifold, dispense 2 way. The module function was verified with a control run. The service history of the (B)(6)verifies no subsequent issues have been reported related to false reactive results post service intervention. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.